Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed. There was a delay longer than 30 minutes. No backup device was available.